Event description:
Per the clinic, the patient experienced extrusion of receiver/stimulator which exposed through the skin (date not reported). Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported).